Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a patient that they may have experienced syncope and a fall as they woke up with a bruise on their nose. The patient contacted boston scientific patient services (ps) to inquire if they received shock therapy. Ps referred the patient to their physician. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the clinic reviewed remote monitoring data and did not note any episodes or therapy delivery. The clinic plans to continue normal follow-up and no additional adverse patient effects were reported.